Event description:
Patient being treated for distal radius fracture had screws and plate (pn422.492, lot#2159136) implanted approximately 6 months ago and was confirmed by x-ray in 2007 that 3 of the distal locking screws had broken. Surgeon explanted all hardware and casted patient since union had been achieved.

Manufacturer narrative:
Without a lot number, synthes is unable to determine a manufactre date. No evaluation could be made, no conclusion could be drawn as no device has been returned.